Event description:
It was reported that a spectrum pump had system error 322 alarms in the history log. It was also reported that there was no patient involvement, as the issue was found during preventative maintenance.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The device was operating our of specification with respect to the reported symptom, caused by loose upper latch switch bracket screws. The upper auxiliary assembly was replaced since it contains the screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.